Event description:
The customer reported that no alarms were provided for a pt in cardiac arrest.

Manufacturer narrative:
The customer reported that no alarms were provided for a pt in cardiac arrest. The field service engineer (fse) confirmed with the customer that the monitors in the operating room (or) were configured with permanent (infinite) alarm suspend. It is at the hospital's discretion to configure permanent alarm suspend on their monitors and the hospital indicated that there was no device malfunction. Based on the available info, the doctor was expecting an audible alarm and therefore this is a user error. There was no delay in treatment as the staff were at the pt bedside. Device labeling (instructions for use) adequately describes suspending alarms. We will consider this a user misunderstanding and no further investigation or action is warranted. (B) (4).